Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 340 mg/dl. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the investigation found damage in the exposed portion of the soft cannula. Fluid diverted through a tear in the damaged portion of the exposed soft cannula upon rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.